Manufacturer narrative:
Tracking #.44715. Device-c. Date sent: 11/17/1998. Ligaclip endoscopic rotating multiple clip applier: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were three instruments returned. Two of the returned instruments fed, fired and formed the remaining clips as designed. There were no spitting clips noted on either of the instruments. The third instrument was returned empty and locked out. As the third instrument was rec'd empty, further functional testing could not be performed.

Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the device were spitting clips. There was no pt consequence.